Event description:
Drug/diluent: chibrocaine or naropeine; fill volume: 250ml; flow rate: 8 ml/hr; procedure: unk; cathplace: unk. Customer reported that the pump infused too fast. Date of event: (B)(6) 2011. Per dfu: nominal flow rate: 8ml/hr; nominal fill volume: 400 ml; maximum fill volume: 550 ml. The infusion delivery rate is approx 48 hours (2 days) when filled to the nominal volume.

Manufacturer narrative:
Add'l model # ra 400-8. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Info was provided by the customer that the pump was filled to 250 ml, which does flow faster than a nominally filled pump. The directions for use (1305119 rev. A) contains a caution statement: filling the pump less than nominal, increases flow rate. Filling the pump greater than nominal, decreases flow rate. Results: device was received for eval and investigation, and testing is currently being performed. Conclusions: a f/u report will be filed when investigation has been completed.